Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds and r-wave amplitude variation. The rv lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.

Manufacturer narrative:
Further information requested but not received.